Event description:
Dr. (B)(6) had performed a surgery on (B)(6) 2013 to implant fusion plate 336-2757 on a (B)(6) year old male. When the patient's cast was removed the patient tried to put his foot causing to fusion site to bend. The plate broke in half which resulted in dr. (B)(6) explanting the plate and screw.

Manufacturer narrative:
Further information from territory manager revealed that when the patient bent his toe (fusion site) he complained of swelling but did not report pain. Patient suffers from neuropathy which usually affects hands and feet causing weakness, numbness, tingling and pain. The date of when the plate fractured is not reported; however, the time between implant and explant was 35 days. It can take longer for fusions to occur and surgeon is to determine based on x-rays if cast is ready for removal, the x-rays retrieved for investigation reveal that fusion did not occur. Based on the limited patient background, evaluation of x-rays, and account of what patient was doing at time of fracture, conclusion is that the implant may have endured excessive abnormal functional stresses prior to osteogenesis. Patient should have been instructed to clearly follow the post-operative instructions. Due to the failed device, operation and removal was required.